Event description:
The manufacturer received information from a third party service center, alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. The device's active exhalation control module was replaced by the third party service center. It was returned to the manufacturer for investigation. The manufacturer's service center was unable to test the component due to physical damage.